Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system 3max reperfusion catheter (3max). During the procedure, the physician advanced the 3max and a penumbra system 5max reperfusion catheter (5max) coaxially into the patient. While passing through a tortuous zone, the physician experienced resistance with the 3max and decided to remove it for inspection. Upon removal, a kink was observed on the 3max. Therefore, the physician opened a new 3max and slowly advanced it coaxially with the same 5max through the tortuous zone to complete the procedure. The final outcome was good but still sub-optimal due to a dissection in the ica. It was reported that the dissection could not be stented in the acute phase and that stenting would be done later. The physician confirmed that the dissection occurred prior to use of the 3max and 5max and could have been caused by the emboli. Additionally, there was no report of an adverse effect to the patient related to the penumbra devices.

Manufacturer narrative:
Please note that the following section has been updated based on additional information received on 09/23/2016. The penumbra system 3max reperfusion catheter (3max) was kinked at approximately 119.0 cm from the hub. The 3max was ovalized at approximately 124.0, 128.0, 146.0, and 147.0 from the hub. Evaluation of the 3max revealed a severe distal kink. The 3max was found to have multiple ovalizations distal to the kink. These damages likely contributed to the resistance experienced by the physician and likely occurred due to forcefully navigating through tortuous anatomy. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.